Manufacturer narrative:
This report is submitted on august 14, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced tinnitus and a performance decrement leading to device non use; subsequently, the device was explanted on (B)(6) 2017.